Event description:
The needle broke at the hub while doing the procedure, needle was still sticking out and they were able to pull it out, and continue the procedure with antoher tray. Customer not sure which lot was used. (Lob065 or orlob013) did keep the needle and hub but did not keep wraping. Pt was not hurt. Dr. Felt that this incident should be reported, he had never in his 10 years of doing this procedure had this happen.